Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the event. Beginning three days after the peritonitis diagnosis, the patient was treated with cefazolin 1400 milligrams intraperitoneally for two days (frequency not reported), gentamicin 56 milligrams intraperitoneally for two days (frequency not reported), vancomycin 1000 milligrams intraperitoneally one dose three days after the peritonitis diagnosis and one dose eleven days after the peritonitis diagnosis (frequency not reported), and ciprofloxacin orally (dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovered from the peritonitis event. Eleven days after the peritonitis diagnosis, the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.